Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded character limit for designated field. Block e1: the initial reporter facility name is (B)(6); reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the stoma of rectum during an endoscopic balloon dilatation procedure to treat anastomotic stricture of rectum performed on (B)(6) 2025. During stenosis at the rectal anastomosis site under colonoscopy, an attempt was made to dilate the balloon. However, the stenosis could not be expanded under normal pressure. The device was withdrawn, and it was discovered that the balloon was damaged. It was reported that the balloon burst at 3 atm, and no piece of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: video of the complaint device outside the patient was provided by the customer and shows the balloon burst.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated but was not able to hold pressure due to a tear on the balloon. A media evaluation of the video also shows evidence of a balloon leak. Additionally, microscopic inspection found evidence of a tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The tear in the balloon found could have been interpreted by the customer as the reported event of a balloon burst. The tear in the balloon is likely to have occurred due to factors encountered during the procedure or it can be due to excess pressure. These factors and interactions could influence the problem found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the stoma of rectum during an endoscopic balloon dilatation procedure to treat anastomotic stricture of rectum performed on (B)(6) 2025. During stenosis at the rectal anastomosis site under colonoscopy, an attempt was made to dilate the balloon. However, the stenosis could not be expanded under normal pressure. The device was withdrawn, and it was discovered that the balloon was damaged. It was reported that the balloon burst at 3 atm, and no piece of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: video of the complaint device outside the patient was provided by the customer and shows the balloon burst.